Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the full-height auxiliary drawer 6 experienced a malfunction in cubie b5. The field service engineer cleaned the cubie and reinserted it, and also reconnected the pyxibus cable at the drawer board. The drawer and cubie have been tested and functioned as expected. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer did not function as intended. The customer reported that the malfunction occurred while attempting to issue medication to the patient. There were no adverse events or injuries reported based on this incident.